Event description:
It was alleged that an overinfusion occurred during an infusion of morphine on a patient. No other details were given regarding this event. It is not known what the patient consequence was. This event was noted to have occurred july 1999.